Event description:
It was reported that a few days post implant, a perforation occurred and the patient had a pericardial effusion. Pericardialcentesis was performed and the lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194-88 lead implanted: (B)(6) 2006; 6949-65 lead implanted: (B)(6) 2006. (B)(4).